Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Event description:
Revision of corail due to stem subsidence and infection.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. The patient was implanted circa (B)(6) 2010 and revised in (B)(6) 2011. It is not likely the device contributed to the patients reported infection a after implantation. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.